Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary tubing was stuck and unable to be disconnected from the y-site of a clearlink system non-dehp solution set. This was identified after chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.